Event description:
It was reported that during a sigmoidectomy procedure, the clips were scissoring. Another like device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.